Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2017 with the following findings: a review of the pump black box data showed two user initiated "suspend" events. The first occurrence was following an occlusion alarm and the second following a loss of prime warning when a load/step was not performed after a unexplained pump reboot. During investigation, the pump powered on with the returned battery cap. The keypad was found to be intact; no damage was observed. All keypad buttons responded appropriately with no hypersensitive or stuck/intermittent key responses. During testing, the suspend/resume function was performed multiple times with no suspend issues occurring. The pump was exercised for on a 24 hour basal program with returned battery cap. No suspend, no reboot, no loss of power or call service alarms occurred. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of a suspend issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.